Manufacturer narrative:
G2. Foreign: china medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor via a manufacturer representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins). It was reported that the patient reported no significant improvement after the procedure. All devices implanted in the body had been removed. The issue was resolved at the time of the report. The patient outcome was noted as alive with no injury at the time of the report. Additional information was received. It was reported that "the patient reported no significant improvement after the procedure" was referring to not getting therapeutic relief since implant. The information been confirmed / provided by the physician.